Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 28-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the site was classified as a psp customer and, per site special handling notes, the device was self-service and not covered by field service repair (fsr). The situation was communicated to the customer support center (csc) lead. As service need to be completed by the designated responsible party the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie failed to release or eject and remained physically seated in its location but was no longer recognized by the system. As a result, the cubie appeared to have lost all system data, including the record of a ¿patient own narcotic¿, and was no longer visible in the cubie map. Because the cubie was not seen by the system, the staff were unable to assign a new medication to the pocket in order to retry the process. There were no adverse events or injuries reported based on this event.